Event description:
It was reported that the spo2 waveform does not appear on the intellivue multi-measurement module x3 and no inop was displayed. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the spo2 waveform does not appear on the intellivue multi-measurement module x3 and no inop was displayed. The device was not in use on a patient at the time of event, there was no patient involvement. Additional information was received, the issue was identified at the start up of the device. The customer reported there was no inop. The filed service engineer (fse) reported the symptom could not be confirmed. The unit was retested with massimo sensors/cables and the original issue does not reoccur. The customer was provided a replacement massimo sensor.